Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/25/2019.

Event description:
The customer reported that the touch screen will not calibrate. The customer contacted product support and requested for the touch screen part number. Product support provided customer the touch screen part number. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
MFR rec'd date: 09dec2019. Report date: 10dec2019. Unit was not use on patient. The biomedical engineer replaced the touch screen to address the reported issue. The unit was not in use on patient when the issue was discovered. The unit is back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.